Event description:
Upon removal of etad device a pressure sore was noted between the nose and the lip. Plastic surgeon consulted and skin graph may be required. The device was examined and it was observed that the skin barrier had moved up therefore exposing the plastic to the skin.